Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a box of a 38mm patella was opened and inside it was completely empty. No further information was available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that a box of a 38mm patella was opened and inside it was completely empty. No further information was available. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to depuy cork which conducted a visual inspection of the returned device. The complaint unit was returned to depuy cork for review. Photographs of outer packaging of the unit was provided by the customer. On review of the photographs provided by the customer and the returned complaint unit, it was observed that the outer blister of the complaint unit was sealed with the tyvek but there was no pouched product or foam insert in the blister. Additionally, the patient label on the product was for lot 4287505. There is no expected impact on the sterility of unit, or the integrity of sterile barrier based on the complaint investigation. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune medial dome pat 38mm would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : DHR review a review was completed of the device history record (DHR) and operations management system (oms) for the following: product code 151820038, work order (B)(4) was manufactured on 28-september2023. All raw materials met specification. (B)(4) parts were manufactured to specification non-conformances: there were no non-conformances associated with this lot. There were no deviations associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. DHR review retrieved form (B)(4) as the impacted products share the same lot number.